Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A delivery wire and a introducer sheath were returned for analysis. The coil and pusher wire arms were not interlocked within introducer sheath as the coil was not returned. Residues of blood were noted within the introducer sheath. Microscopic inspection of the delivery wire was done. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The delivery wire dimensions were found to be in specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 20feb2017. It was reported that coil detached prematurely. The target locations was located in the upper extremity fistula. A 3 mm x 4 cm interlock¿-35 was selected for use. During the procedure, it was noted that device detached prematurely in the "y" connector before it was advanced into the collateral vein. The device was removed together with the catheter. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the coil was not returned.